Event description:
A report was received that the contacts have shredded from the lead. The patient underwent a revision procedure wherein the lead and ipg were replaced. The physician suspected malfunction on the device. The lead came out of the epidural space and the ipg was pulling on the paddle and eventually pulling on the scar tissue and on the individual contacts. The lead was coiling under the ipg when it was explanted. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.